Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Note that section d information references the main component of the system and other applicable components are: product ID: 3778-45, explanted: (B)(6) 2016, product type: lead. Product ID: 355531, lot# n624770, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturing representative that during a revision to adjust lead position, abnormal impedances were measured. During the revision, impedances of the lead were checked, and abnormal impedances were measured on electrode 4, 8 and 15. The impedance measurement was repeated using a different multilead trialing cable and abnormal impedances were measured on all electrodes. The impedances were repeated again using a different grove of the trialing cable, but electrodes 4, 8 and 15 remained abnormal. Between the five impedance tests, the electrode portion of the lead was wiped with wet and dry gauze and the multi-lead trialing cable had been changed. The manufacturing representative stated the cause could have been the lead may have already had disconnection or abnormal impedance prior to the lead position revision, the internal wire might have ruptured during the installation of the stylet, the lead electrode portion may have been damaged when removing the lead from the adaptor, the lead may have been damaged when using cautery, the electrode portion of the trialing cable was damaged by an external factor resulting in a poor connection, or there was a deposit of foreign matter on the connection to the electrodes. Since the impedances did not resolve, the hcp confirmed the lead must have an abnormality. The lead was explanted and replaced with a new one. The issue was not resolved.

Manufacturer narrative:
Device analysis for the unknown lead revealed the body conductor broken at the titan anchor site. All conductors were broken 24.4 cm from the distal end. Device analysis for the (B)(4) revealed no anomaly. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.